Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 97745 lot# serial# (B)(6)implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID 97745 lot# serial# (B)(6)] analysis found that the complaint was unverified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implant. The pt stated when starting up they couldn't unlock the controller screen and the screen was stuck. The pt stated they needed to get the issue resolved so that their back wouldn't hurt. During the call, patient services (pss) walked the pt through removing the battery pack and plugging the controller into the ac power supply cord; the pt denied the controller powering on. The pt denied visible damages on the ac power supply cord and in the controller charging port. The pt confirmed green light displayed on the ac power supply cord. The issue was not resolved. A replacement controller was sent out. Additional information was received from the pt. They received a replacement controller, but the battery compartment door will not fit, and they cannot close the back. Pt stated they haven't sent back the original controller yet, but that one has 2 letters on the back door that the replacement controller doesn't. Pt stated they called their manufacturer representative (rep) who said it shouldn't matter if one has letters. Patient services (ps) reviewed battery sizes and sent email to repair for battery compartment door replacement.